Event description:
The device was being used for a trail at the user facility. An infusion was programmed to deliver d5saline to a patient at a rate of 150 ml/hr. The user found that the tubing had been cut while the infusion was being loaded and programmed.